Event description:
The customer reported that the c-arm would not start up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The sram software was reloaded. The system was then found to be operating as intended.